Event description:
It was reported during a bph prostate procedure "fiber defected" at 14,020 joules. The fiber was replaced and the case was completed. Patient outcome: "no damaged to the patient" reported. No injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-423a-(B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.